Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed heterozygous factor v leiden post implant. Heparin was held and later changed to bivalrudin. This was eventually bridged to warfarin with international normalized ratio (inr) goal of 2.5-3.5. On (B)(6) 2021, the patient reportedly developed a driveline infection which was treated with ancef. This was later switched to keflex on (B)(6) 2022. The patient was discharged to rehab on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced pulmonary embolism and deep vein thrombosis related to factor v clotting mutation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported factor v leiden and pulmonary embolism could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas instructions for use (IFU) lists infection, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Additionally, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.